Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of noise noted on the right ventricular (rv) lead which resulted in oversensing and subsequently a loss of cardiac pacing. Technical support was contacted, and they also noted episodes of undersensing and a decreased sensing threshold on the lead. Lead dislodgement was alleged to be the cause. The lead was replaced to resolve the event, and the patient was stable with no consequences.